Manufacturer narrative:
Concomitant medical products and therapy dates: medical product: model 3186, scs lead; therapy date: unknown. Medical product: model 3660, scs ipg; therapy date: unknown. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-01217 and 1627487-2019-04086. It was reported the patient experienced ineffective therapy. Surgical intervention was undertaken wherein the scs system was explanted.

Event description:
Related manufacturer report numbers: 3006705815-2019-01217 and 1627487-2019-04086.